Manufacturer narrative:
The investigation determined that non-reproducible, lower and higher than expected vitros troponin I es results were obtained for four different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Root cause for the events could not be determined; however, pre-analytical sample handling could not be ruled out as a contributing factor to the events. The investigation was able to rule out a 5600 system malfunction or a possible vitros tropi es reagent issue as contributing factors.

Event description:
The customer obtained non-reproducible, lower and higher than expected vitros troponin I es results for four different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Patient 1 vitros tropi es result: <0.012 ng/ml vs expected 0.104 ng/ml, patient 2 vitros tropi es result: 0.104 ng/ml vs expected <0.012 ng/ml, patient 3 vitros tropi es result: 0.128 ng/ml vs expected <0.012 ng/ml, patient 4 vitros tropi es result: 0.065 ng/ml vs expected 0.021 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported from the laboratory, and there were no allegations of patient harm made as a result of the events. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).